Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit got wet. No one was harmed.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 additional customer contact phone: (B)(6) a getinge field service engineer (fse) stated that he found no issues with unit. Complete pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit got wet. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.